Event description:
It was reported that the atrial lead exhibited noise. No intervention or procedure was reported. No patient symptom was reported.

Manufacturer narrative:
Further information was requested but not yet received.